Manufacturer narrative:
The pump was received with blank display due to corroded lcd board. Unable to perform operating currents, self test, a21 error test, rewind, basic occlusion test, occlusion, prime, excessive no delivery and displacement test or verify any alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted.

Event description:
The customer reported via phone call that the insulin pump is cracked and the pump screen is black. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is blank before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.